Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized. Reportedly, the customer stated that the pump was not working. Customer reported that the pump did not alert when the battery was low or when the cartridge was going to be out of insulin. The customer did not remember details surrounding the event. Customer had alternate insulin therapy available.